Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. During the brush test and leak test, a lot of seeds came out from the instrument channel. The plastic distal end cover insulation had deep dents. The bending section cover glue was cracked on both sides. The labeling was peeling. The insertion tube insulation did not meet standard value. The image had one (1) white dot. Switch one (1) was cut. The up/down/right angulations were low. The control knob movement had play. The plastic distal end cover had deep dents and scratches. The objective lens had worn glue. The light guide lens had worn glue and an internal crack. The insertion tube had minor scratches. The light guide tube had minor scratches and a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, in the middle of a colonoscopy procedure, seeds were stuck in the biopsy channel on the evis exera iii colonovideoscope and would not come out. The intended procedure was completed with another evis exera iii colonovideoscope with no surgical delay. No other device was involved in the event. No patient harm reported. The device was inspected prior to use with no findings. The device was high-level disinfected and ready for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the seeds became stuck in the channel by accidentally sucking the seeds that were present in the intestines. Furthermore, device inspection found the channel kinked. It was possible that the kinked channel made discharge of the seeds difficult. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: IFU of the subject device says not to aspirate solid matter or thick fluid and provides action when they are aspirated as below: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor the field performance of this device.